Event description:
It was reported that two devices were used during an unk procedure. It was reported by the affiliate that with both tim20's, clips would not feed. Another instrument was opened to complete the case. There was no consequence to the pt.